Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance on this right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD) was high and out-of-range. The field represenative noted that shock impedance had been climbing over the last year. All other measurements were reported to be in range. This device remains in serivce and lead testing was planned. No adverse patient effects were reported.